Event description:
It was reported that error 150: "laser deck - fiber not connected" displayed. The procedure could not be completed due to this event. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.